Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe, since it is not related to the device. Rupture-breast: observed, broken device assessed, as fold flaw opening. And missing shell assessed, as inconclusive. Additional observations: stress marks are observed. Assessed, as non-penetrating nick. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Physician reported, right side capsular contracture, baker grade unknown. Physician later reported, "free silicone noted, on the right side. Implant was clearly ruptured". Device explanted.

Event description:
Healthcare professional later reported "free silicone noted on the right side...implant was clearly ruptured".the device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a4, a6, b5, d3, d4, d6a, g1, h3, h4, h6. Reason for reoperation: rupture.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Physician reported right side capsular contracture baker grade unknown. Device remains implanted.